Event description:
It is reported that in 2009, the device was implanted and then explanted later that day. The surgeon had to remove a cemented b/f total shoulder immediately after being implanted, as the tuberosities became insufficient to sustain the total shoulder. When the tuberosities failed, it caused a major rotator cuff tear, thus requiring a conversion to a tm reverse shoulder.

Manufacturer narrative:
No product was returned for evaluation. Also, no x-rays were returned for review. The product experience report states that the surgeon removed the devices "as the tuberosities became insufficient to sustain the total shoulder, which caused a major rotator cuff tear." Based on the available information, a definitive root cause can not be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.